Event description:
It was reported that the customer had a battery out limit alarm on the insulin pump. Customer's blood glucose level was 99 mg/dl. Customer stated that the pump alarmed after a battery change. Customer received a failed battery test during troubleshooting. Customer was unable to complete troubleshooting. Customer mentioned that he had some issues with his infusion set yesterday. The infusion set was not penetrating his skin. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.